Event description:
Pt hospitalized for high blood glucose level. Nurse called to inquire about how to remove pump from pt. Unable to get additional info from calls to pt or hosp (multiple calls not being returned).